Event description:
The pt reported that her infusion device was alarming and displaying a 2.02 on the infusion device display. She stated that the power pack was at least 2 weeks old, but maybe longer. She was aware of the power pack recall. The pt changed to a new power pack, and the infusion device started working properly. The pt's blood glucose was not affected. No medical treatment was necessary from a healthcare professional or second party. The product is not being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.